Manufacturer narrative:
Therapy date: this event occurred on an unspecified date in (B)(6) 2020. The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink continu-flo solution set broke off at the connection point to the patient, leading to a leak. This occurred during a heparin drip. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the male luer, rigid component, was cracked into the clave connector. Additional inspection observed a trace of external force applied to the component making an appearance of a white color on the cracked side proper from the cracked component. The reported condition was verified. The cause of the condition was due to external excessive force applied to the male luer during use or after use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.